Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported post laser assisted cataract surgery, the pt , who had diabetic retinopathy at the time of surgery, developed glaucoma. The pt also was reported to have lost vision in the eye. Pt has had five additional procedures, unk as to which eye and what procedure, to correct the reported problems. There are two med device reports associated with this event. This report references the left eye. Additional info has been requested.